Event description:
Report for pt 1 of 5: signature plus system displays <0.8 inr vs. Subsequent result of 3.2 inr. Therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.